Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed replace battery now. Customer was assisted with battery failed/low battery failed alarm troubleshooting for alarm. Customer's blood glucose was unknown at the time of incident. The customer was advised to clear the alarm and the insulin pump alarmed replace battery now. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to corroded battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify failed battery test/battery failed alarms due to blank display. The pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.